Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included fibrosis. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pain in extremity ("down right leg"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: facial rashes"), migraine ("migraine/headaches"), tooth disorder ("dental problems"), back pain ("lower back pain"), inflammation ("inflammation"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos") and headache ("headache") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (surgical removal of coil/essure removal with partial fallopian tubes.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the female sexual dysfunction, depression, rash, back pain, pain in extremity, inflammation, abdominal pain and hypersensitivity outcome was unknown and the migraine, tooth disorder, dysmenorrhoea, weight increased, alopecia and headache had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, female sexual dysfunction, headache, hypersensitivity, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 127 lbs. Patient received treatment for- hair loss, dental problem, migraine, headache and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on (B)(6) 2018: a, b. Bilateral fallopian tube segments, resection: 1. Chronic inflammation and fibrosis. 2. Medical device, see gross description. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received- new event abdominal pain, allergy nos and headache were added. Outcome of the event hair loss, dental problem, migraine, headache and weight loss from unknown to recovered were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "pregnant after essure removal" from (B)(6) 2018 to (B)(6) 2019 and device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included fibrosis. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pain in extremity ("down right leg"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: facial rashes"), migraine ("migraine/headaches"), tooth disorder ("dental problems"), back pain ("lower back pain"), inflammation ("inflammation"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos") and headache ("headache") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (surgical removal of coil/essure removal with partial fallopian tubes.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the female sexual dysfunction, depression, rash, back pain, pain in extremity, inflammation, abdominal pain and hypersensitivity outcome was unknown and the migraine, tooth disorder, dysmenorrhoea, weight increased, alopecia and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, female sexual dysfunction, headache, hypersensitivity, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 127 lbs. Patient received treatment for- hair loss, dental problem, migraine, headache and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on (B)(6) 2018: a, b. Bilateral fallopian tube segments, resection: 1. Chronic inflammation and fibrosis. 2. Medical device, see gross description. Concerning the injuries reported in this case, the following one/ones were received via social media: maternal exposure before pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included fibrosis. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pain in extremity ("down right leg"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: facial rashes"), migraine ("migraine/headaches"), tooth disorder ("dental problems"), back pain ("lower back pain") and inflammation ("inflammation") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (surgical removal of coil/essure removal with partial fallopian tubes.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the female sexual dysfunction, depression, rash, migraine, tooth disorder, weight increased, alopecia, back pain, pain in extremity and inflammation outcome was unknown and the dysmenorrhoea had resolved. The reporter considered alopecia, back pain, depression, dysmenorrhoea, female sexual dysfunction, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on (B)(6) 2018: a, b. Bilateral fallopian tube segments, resection: chronic inflammation and fibrosis. Medical device, see gross description. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical record received. New reporter added. Event injury replaced with pelvic pain. Patient demographic added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, lower back pain, rashes or skin conditions type: facial rashes, migraines /headaches, dental problems, dysmenorrhea (cramping), weight gain, hair loss, inflammation, down right leg and patient did not undergo confirmation test were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: maternal exposure before pregnancy "pregnant after essure removal" from (B)(6) 2018 to (B)(6) 2019 and device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included fibrosis. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pain in extremity ("down right leg"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes or skin conditions type: facial rashes"), migraine ("migraine/headaches"), tooth disorder ("dental problems"), back pain ("lower back pain"), inflammation ("inflammation"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos") and headache ("headache") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (surgical removal of coil/essure removal with partial fallopian tubes.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving, the female sexual dysfunction, depression, rash, back pain, pain in extremity, inflammation, abdominal pain and hypersensitivity outcome was unknown and the migraine, tooth disorder, dysmenorrhoea, weight increased, alopecia and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, female sexual dysfunction, headache, hypersensitivity, inflammation, menorrhagia, migraine, pain in extremity, pelvic pain, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 127 lbs. Patient received treatment for- hair loss, dental problem, migraine, headache and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on (B)(6) 2018: a, b. Bilateral fallopian tube segments, resection: 1. Chronic inflammation and fibrosis. 2. Medical device, see gross description. Concerning the injuries reported in this case, the following one/ones were received via social media: maternal exposure before pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: reporter´s information updated and new reporter added. Furthermore, the event maternal exposure before pregnancy was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.